Event description:
The reporter stated that the surgeon inserted a three piece silicone lens model aq2010v and the lens haptic tore. The surgeon removed the lens with no patient injury. The reporter stated that the lens was loaded wrong due to a technical error.

Manufacturer narrative:
.